Manufacturer narrative:
Company comment: the serious event of embolism was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes injection procedure leading to intravascular filler injection and embolism. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number (restylane lyft lidocaine) was valid but inconsistent with the reported product (restylane lyft). A follow-up will be performed to confirm the reported product. The information in this case does not indicate a non-conforming product or malfunction. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-apr-2024 by a physician concerning a 64-year-old female patient. Additional follow-up information was received on 19-apr-2024 from same reporter. The medical history of the patient included smoking. She had no allergic background or associated comorbidities. No information about concomitant medications has been provided. The patient had previously received treatment with restylane lyft without adverse effects. On (B)(6) 2024, the patient received treatment with 0.2 ml of restylane lyft lidocaine (lot 21785) to left nasolabial fold using a tsk 25g canula with unknown injection technique. On the same day after treatment, the patient experienced a severe embolization (embolism). On the day of the injection and on (B)(6) 2024 (d8), the patient received treatment with hyaluronidase [hyaluronidase] injections. The patient also received corrective treatment with aspirin [acetylsalicylic acid] 75 mg, unspecified antibiotics and local care for the nose. At d10 (18-apr-2024), the hcp reported that there was an improvement and that the nose was healing. According to the reporting physician, causality with the treatment was possible. Outcome at the time of the report: embolization was recovering/resolving.

Manufacturer narrative:
Company comment: the serious events of embolism, necrosis at implant site and the non-serious events of pallor, discolouration, haematoma, pain, erythema at implant site and livedo reticularis were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes injection procedure leading to intravascular filler injection and embolism. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-apr-2024 by a physician concerning a 64-year-old female patient. Additional follow-up information was received on 19-apr-2024 from the same reporter. The medical history of the patient included smoking. She had no allergic background or associated comorbidities. No information about concomitant medications has been provided. The patient had previously received treatment with restylane lyft without adverse effects. On (B)(6) 2024, the patient received treatment with 0.3 ml of restylane lyft lidocaine (lot 21785) to left nasolabial fold using a tsk 25g canula with unknown injection technique. On (B)(6) 2024, the same day after treatment, the patient experienced a severe embolization (embolism). According to the dermatologist, the embolus had passed from the angular facial artery to the lateronasal artery. The clinical signs were whitening (implant site pallor) of the livedo area (livedo reticularis) and bluish discoloration (implant site discoloration) localized to the nasolabial fold at the branch of the superior labial artery and the inferior labial artery. Immediately after the injection and every hour, the patient received injections with a cannula of 1 ml hyaluronidase [hyaluronidase] as corrective treatments in the nasolabial fold with immediate recoloration of the lower labial artery but persistence of the embolism in the upper labial artery. The patient received hyaluronidase infiltrations with cannula every hour in the upper labial zone. She also received an injection of 0.5 ml hyaluronidase in the nose which was very painful (implant site pain) for the patient. According to the dermatologist, the patient was not cooperative and did not want hyaluronidase. Forty-eight hours later, the patient returned to hcp for a new infiltration of the upper lip with a 1:2 dilution of hyaluronidase and then there was clear improvement and revascularization of the upper and lower labial arteries. The hyaluronidase had diffused the haematoma (implant site haematoma), which had moved towards the chin. Forty-eight hours later, the patient presented to hcp with beginning of necrosis (implant site necrosis) of the left nose wing. She was worried, and especially her ent husband, who told her it was a simple hematoma at first. Given the seriousness of the situation, the patient finally accepts the dermatologist to act her nose. It was impossible to inject a needle into the cartilage of the nose as it was very painful, hence the patient was anesthetized with the non-adrenaline product xylocaine [lidocaine] via the dorsal region of the nose, and then infiltration into the necrosis and all around. A total of 4 sessions were required, with half dilution of hyaluronidase. The nose was revascularized after the second infiltration and leds treatment were used for healing. On day 20, the patient had a clear improvement, and her nose had regained complete integrity. The patient was very satisfied with the rapid and effective treatment. The patient received aspegic [acetylsalicylate lysine] 75 mg for 1 month and augmentin [amoxicillin sodium, clavulanate potassium] 2 gram for 3 weeks. According to the dermatologist, antibiotic coverage was kept in place because hyaluronidase had been injected out of time, but there was no real risk of infection. At day 30, on an unknown date in (B)(6) 2024, the patient was in remission, although there was still a little redness (implant site erythema) on the nose which took a long time to heal. Led treatment was continued. According to the reporting physician, the causal relationship between the treatment and embolization event was considered possible. Outcome at the time of the report: embolization was recovered/resolved. Whitening was recovered/resolved. Livedo area was recovered/resolved. Bluish discoloration was recovered/resolved. Painful was recovered/resolved. Necrosis was recovered/resolved. Haematoma was recovered/resolved. Little redness was recovering/resolving. Tracking list: v.0 initial. V.1 fu received on 23-may-2024 from the same reporter: events (implant site erythema, discoloration, haematoma, necrosis, pain, pallor and livedo reticularis) were added. Suspect device name, volume, needle type, event onset date, location, outcome and corrective treatment details were updated.